Manufacturer narrative:
1 x 8675324 inner sheath for resectoscope 24fr with the lot number 1385699 was returned by the customer on may 13, 2019 for investigation. The product was examined by the specialist department. The following was found: the ceramic tip is missing completely (completely broken off). O-ring 7.65x 1.78 worn out. O-ring 9,25x 1,78 worn out. There are significant signs of use on the shaft. The shaft is slightly bent. Ceramic is a hard but also brittle material and can therefore break abruptly when exposed to excessive external loads. It is extremely unlikely that such a tip will break off without prior damage during a procedure. Most likely, damage occurred during reprocessing, but in general, it is possible for damage to occur while handling in many situations before or after use if adequate care is not taken. Improper handling, for example, a drop, shock, impact or similar mechanical stress can lead to hairline cracks and / or ceramic chipping in the distal area of the sheath as described in the instructions for use. Later, when the product is in use, even smaller forces can result in complete damage to the ceramic tip, as is most likely in this case. In the instructions for use, the user is instructed to pay attention to any surface changes and to make sure the device is carefully and properly handled. Any damaged devices should not be used and should be sent in for repair. It is expected that, under close personal supervision of the patient during a procedure, missing parts will be detected before completing the procedure. The likelihood that the reported problem will result in death, life-threatening injury or permanent impairment of body structure is therefore low. The instructions for use instruct the user to check the device before and after each use and to check the ceramic insulation at the distal end of the sheath before each use. The instructions for use also state that the products have limited strength and must be treated accordingly. The user must ensure that no parts remain in the patient. The production documentation does not indicate any deviations. An examination of the complaint database took place from january 01, 2015 to may 13, 2019. During this period 2548 pieces of the 8675324 inner sheath were sold. There were a total of 11 complaints during the period under review, but no comparable cases where the ceramic tip had broken off completely during a surgery. A product or batch-related issue is not recognizable. A general product problem is not indicated. There are no known non-conformities, negative trends or any hitherto unknown hazards. Since the complaint relates to a handling error, a systemic problem is not indicated and the warnings pertinent to the problem described by the customer in the operating instructions ga-d366 are considered sufficient, no further action or investigation, except for continued monitoring of the complaints database to detect a possible trend, is warranted for this case. Richard wolf (B)(4) considers this case to be closed.

Event description:
On (B)(6) 2019, richard wolf employee, local representative, became aware of the following incident : during a surgery for a transurethral resection of the prostate (turp), the insulation of the internal sheath resectoscope was broken. The broken pieces fell into the patient's bladder, but the pieces were able to be removed through cystoscopy. The hospital confirmed that there was no harm to the patient and the surgical procedure was successfully completed, after the removal of the broken tip without any problems. The removal of the tip, however, increased the total time for surgery by about 25 minutes.